Manufacturer narrative:
(B)(4).

Event description:
A 2.75mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent, was deployed in the ramus intermedius of a pt. Stent implant was successful; however it was reported that the pt suffered an mi two days post implant of the relevant stent. Investigator reported that the event was possibly related to the study stent.